Event description:
On february 4th 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultrasmart meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation as the patient stated they did not wish to be contacted by medical surveillance in order to obtain additional information. The patient stated that the alleged inaccuracy issue occurred "3-4 weeks" prior to the alert date of (B)(6) 2016. The patient did not provide any specific results which were obtained on the subject meter, however did state that results were obtained within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. At an unknown time after the product issue started the patient stated that they developed "hypoglycemia". However did not specify any specific symptoms which were experienced in association with this. The patient self-treated by drinking "grape juice" and also called the emergency medical services. The ems took the patient to the emergency room (e.r), however the patient was unwilling to provide any details regarding treatment which was received in the e.r. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient's products were requested for evaluation; however the patient refused to return any products. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition the patient also required medical intervention as a result of these symptoms.